Manufacturer narrative:
The certas valve (ID 828804) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected. The siphon guard was returned separated from the valve; cut/tear in silicone housing. The complaint was confirmed. Root cause- the root cause for the separated siphon guard reported by the customer is due to the damaged silicone housing. The root cause for the cut/tear in the silicone could be due to a sharp or pointed object coming into contact with the device, as noted in the IFU silicone has a low cut/tear resistance.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828804) was implanted via lumbar peritoneal shunt on unknown date with unknown setting. On (B)(6) 2023, the silicon of the siphon guard was damaged, and cerebrospinal fluid (csf) leakage was confirmed. A subcutaneous cerebrospinal fluid retention was also observed. Therefore, the valve was removed and replaced on unknown date. "According" to information provided, it is unknown if the patient experienced any signs and symptoms.